Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: -material rupture, failure of implant: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - swollen lymph nodes/glands: unable to confirm as it is a medical event not related to the device. -seroma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphadenopathy.

Event description:
Patient reported to regulatory body left side "implant ruptured after 3 years caused severe symptoms that effected everyday living. Silicone rupture. Physician later confirmed rupture and reactive lymph nodes diagnosed by MRI. Additionally, MRI diagnosed "small fluid collection on the left side." The device has been explanted.